Event description:
Customer reported that device received into the clinical engineering department from the medical intensive care unit had a note saying: "smoking do not use." The iui connector is missing teeth and looks burned and is smelly. This pump was connected to another pump module which also had damage to the iui. Additional info received from customer medwatch states: IV pumps in use and temporarily stopped for a pt procedure. When the pt returned from the procedure, the IV pump was not connected to the pt. IV pump was turned back on and began to smoke. It was immediately unplugged and taken out of service. IV pump was not connected to the pt at the time of the incident. There was no harm to the pt. Pump was sent to clinical engineering. They identified it appeared that fluid entered the electrical connector interface between the control module and the 2 pump modules shorting the connector and overloading the electronic circuitry.

Manufacturer narrative:
(B)(4). The device has been received, however, the failure investigation is not complete. A follow up report will be submitted.